Manufacturer narrative:
Discrepant negative grading of an antibody screening reaction for a patient sample containing an anti-e(rh5) antibody. The misreading of the reaction obtained on the ortho vision biovue analyser is not confirmed. The most probable root-cause of discordant negative antibody screening result obtained by the customer for this patient is sample related, the anti-e(rh5) antibody being weak or at detection limit of the reagent/technique used and/or associated with the variability of expression of e(rh5) antigens present on reagent red blood cells. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed. (B)(4).

Event description:
A customer complained after obtaining what was described as a discrepant negative grading of a reaction in antibody screening for one patient using the ortho biovue system in conjunction with their ortho vision biovue analyser. Complainant/complaint reporter: (B)(6) - senior specialist biomedical scientist. Date of event: (B)(6) 2021. Reported on: 13 september 2021 by (B)(6) to the orthocare helpdesk. Reagents: 0.8% surgiscreen lot 8ss615 expiry date 28 september 2021. Ortho biovue system anti-igg cassette lot igc110j expiry date 19 december 2021. Software version: (B)(4). Patient information: sample contains an anti-e(rh5) antibody. The customer reported that on (B)(6) 2021, they had tested a patient sample for antibody screening using 0.8% surgiscreen lot 8ss615 and ortho biovue system anti-igg cassette lot igc110j in conjunction with their ortho vision biovue analyser and that they had obtained negative reactions with the three cells of the red cell reagent. The customer reported that visually they would have graded the reaction with cell 1 as weakly positive. The customer reported that they had retested this patient sample for antibody screening using 0.8% surgiscreen lot 8ss615 and ortho biovue system anti-igg cassette lot igc110j in conjunction with their alternative ortho vision biovue analyser ((B)(4)) and that they had obtained a weak positive reaction (0.5+ reaction strength) with cell 1 of the red cell reagent. No further detail provided. The customer reported that no biased result had been reported to a physician. The customer reported that the patient had not ben harmed as a result of the reported event.